Event description:
(B)(4). I dont remember exact date. But I took it. I had so much issues. Gained weight, heavy bleeding, back hurt, mood swings, depression, continued fibroids so I had a total hysterectomy.